Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the hemodialysis catheter was passed on in the patient. After the first session of hemodialysis, it presented inadequate flow. It was necessary to replace the catheter. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, at the beginning of the dialysis treatment, the catheter had a lack of blood flow and could not be used due to an occlusion on both arterial and venous lines. The treatment could not even begin because of the lack of flow thus, the treatment was delayed. It was stated that they also tried to reverse the lines and heparin was used as anti-coagulant. The catheter was replaced by another one. There was no reported patient injury.